Manufacturer narrative:
(B)(4).per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.the sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that one infusor device had a "no flow" observed after filling. No force priming was attempted. It was unknown with what the device was filled. There was no patient involvement and no patient injury and medical intervention. The actual sample is available. No additional information.

Manufacturer narrative:
(B)(4): additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.